Event description:
It was reported that during an implant procedure, the lead was positioned in the his bundle and then repositioned in different areas due to unstable threshold. After trying multiple areas, the best threshold was still high so the physician did not use the lead and implanted another lead instead. No patient complications have been reported as a result of this event.